Event description:
Attempts for product return have been unsuccessful to date.

Event description:
It was reported that the physician had to re-align the handheld screen every time he went to use the programming system. The handheld was said to be left plugged in when not in use. This started occurring approximately two weeks prior to this report. Attempts for product return are underway.

Event description:
The handheld was returned on (B)(6) 2012 and product analysis has been completed. An analysis was performed on the returned handheld and the reported issue was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was returned with version 8.0 software. The 7.1 version software was later returned on (B)(6) 2012. The version 8.0 software performed according to functional specifications during product analysis. Product analysis on the version 7.1 software is not yet complete.

Event description:
Product analysis on the version 7.1 software was completed on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.